Event description:
It was reported that during device evaluation conducted at the manufacturer facility a sticky substance was found to be present on the plug assembly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This report was filed in error. MFR # 0001811755-2017-01271 is not reportable per 21 cfr 803:20.

Event description:
It was reported that during device evaluation conducted at the manufacturer facility a sticky substance was found to be present on the plug assembly. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.